Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 213 mg/dl. Multiple attempts were made to verify that customer had an alternative backup insulin therapy, however customer did not respond. Customer subsequently sought medical intervention at the emergency room. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the visit; however, the customer did not respond. No additional patient or event information was available.